Event description:
It was reported that patient underwent an unrelated rf ablation surgery. Prior to procedure, therapy was turned off but ipg was not placed in surgery mode. In turn, stimulation was lost and access to therapy was lost. Patient controller (pc) displayed "generator unavailable, make sure the generator is in range." An abbott representative attempted troubleshooting to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
It was reported to abbott, a patient was unable to connect with their ipg following rf ablation surgery. The patient controller displayed the message ¿generator unavailable, make sure the generator is in range¿. The rep met the with the patient and was also unable to connect with the ipg. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy was restored post-op.

Manufacturer narrative:
It was reported to abbott, a patient was unable to connect with their ipg following rf ablation surgery. The patient controller displayed the message ¿generator unavailable, make sure the generator is in range¿. The rep met the with the patient and was also unable to connect with the ipg. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The plan is to replace the device, but there have been no updates concerning this issue. The ipg was replaced and there were no problems during procedure. Therapy was restored post op. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.